Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and found to have error 252. The complaint regarding error 252 was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastroplasty surgical procedure, an error 252 occurred and there was a black screen on the surgeon side console (ssc). The customer decided to connect a second ssc to the system and continued the procedure with the new ssc. The system did not fail at boot up. There was no error message during startup. Intuitive surgical, inc. (Isi) technical support engineer (tse) noticed an error on the personality module surgeon console (pmsc) from the ssc and error 307 on pmsc and pmsaud. The procedure was completed by the secondary ssc. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a gastroplasty.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 252, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported failure and replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: the customer converted to another ssc after the start of the procedure due to error 252. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.